Manufacturer narrative:
The customer¿s complaint of a tubing separation at the second y-site was confirmed. Visual inspection observed the macrobore tubing separated from the smartsite inlet port below the lower fitment. Functional testing was not necessary as it is obvious that a leak would occur as a result of the separation. The tubing measured within specification. Visual inspection under magnification noted that both sides of the macrobore tubing had insufficient solvent applied at the engagement. The root cause of the tubing separation was a manufacturing issue due to insufficient solvent being applied at the junction of the macrobore tubing during manufacturing process.

Event description:
Unknown product returned with visible separation at the second y site. Although requested, no further information has been received.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
Unknown product returned with visible separation at the second y site. Although requested, no further information has been received.